Event description:
Physician was attempting to use 1 endeavor resolute drug-eluting stent (3.00mm x 12mm) to treat a calcified lesion in the lcx with 90% stenosis and vessel tortuosity. Device was prepped prior to use, with no issues noted. The device met resistance and could not cross the lesion. The patient is good. Analysis completed on the returned device identified that a section of tip material had detached proximal to the tip seal bond . It was confirmed that the tip was successfully removed from the patient and the patient has had no adverse events since the procedure. Evaluation summary: a section of tip material had detached proximal to the tip seal bond. The material at the detachment site was jagged and uneven. The remaining section of the tip material appeared to be stretched. The transition shaft was kinked. The inner shaft was stretched resulting in movement of the proximal inner marker. The balloon bond was necked. The stent was slightly curved. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: deformation problem. Conclusions: the detachment of the tip is most likely procedural related. (B)(4).